Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath medium was leaking fluid when it was flushed. The product was immediately replaced, and the issue was resolved. The procedure was successfully completed. No patient consequences were reported. No air entered the patient¿s body. No damage nor separation of the valve was observed. Although no detachment was observed, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 3/17/2021, the product investigation was completed. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking fluid when it was flushed. The product was immediately replaced, and the issue was resolved. The procedure was successfully completed. No patient consequences were reported. No air entered the patient¿s body. No damage nor separation of the valve was observed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device [00001477] number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)